Manufacturer narrative:
Concomitant medical products: product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The manufacturer representative reported a blank recharger screen. The recharger had not been dropped or gotten wet. They plugged the recharger into the desktop charger but it was not charging. The light was on the desktop charger. The connector pin on the desktop charger was bent and the patient's implantable neurostimulator (ins) was discharged. The patient was sent a new desktop charger and recharger. There were no symptoms reported. The patient's indication for use was lumbar radiculopathy. No outcome was reported with this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.